Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot. The fse visited onsite and upon functional testing, the fse found that the flexvision pc software got crashed and upon power on the flexvision pc, it showed disk/window error. To resolve the reported issue, the fse format and reset the disk and reinstall the software in flexvision pc and geometry pc. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.